Manufacturer narrative:
H11: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event was determined to be due to patient related factors. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support center that a patient with a 29mm 6900p mitral valve has expired after an implant duration of 19 years and seven (7) months. Per the care advocate, the cause of death was due to congestive heart failure. Per medical records, the patient presented in the ed with altered mental status. Workup revealed urosepsis, acute renal failure, chf, and severe mitral regurgitation. The patient was a candidate for valve-in-valve procedure, family elected palliative care and comfort measures. Family agreed to remove pressor support and the patient expired on hospital day #5. Diagnosis at time of death was listed as, cardiogenic shock, severe mr, heart failure, acute metabolic encephalopathy, acute renal failure. And dic.